Event description:
Unfortunately, rptr allowed his daughter to have a bilateral silicone breast implant in 1976 with the assurance from the plastic surgeon that it was a safe procedure. She was 18 years old. Since then there has been one problem after another. The implants burst and she had them replaced. This was in 1978. They again burst and she had them replaced in 1980. Her problems became so intense she finally had a mastectomy in 1993. Pt has three children (girls) with typical silicone symptoms. Her youngest daughter has the most severe and obnoxious symptoms. All the symptoms are documented by for md. There is no definitive medical help in the city for her or her children. The drs in this area are not knowlegeable about her problem. This includes the university medical center.